Event description:
A us distributor reported that a patient was experiencing belt did not fully deploy gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (gel not fully deployed) was confirmed . The rear 2-wire te did not deploy gel due to a defective c1 on the therapy electrode connection board. The electrode belt was involved in an appropriate treatment. Per the attached flag files, the impedance during the treatment was 73 ohm, well within normal operating impedance. There is no indication that the gel deployment failure resulted in an adverse event. The electrode belt pulse delivery and ECG acquisition circuitry was fully functional during the investigation. The gel deployment failure was caused a defective c1 on the therapy electrode connection board. No adverse event resulted from the damaged belt.